Event description:
My issue has been going on since (B)(6) 2024. I upgraded my tandem t-slim on (B)(6) 2024 s/n (B)(6) and on (B)(6) 2024 I received a malfunction code on my pump that said I needed to reach out to tandem. After speaking with someone I found there was nothing that could be done and the pump needed to be replaced, so they shipped new one with s/n (B)(6). On (B)(6) 2024 I received another malfunction code and after calling technical support I was told my pump could be restarted and that seemed to work until (B)(6) 2024 which I received another malfunction code and when I called technical support, they told me I could restart but when that was done the pump would not restart and they had to send me yet another new pump which they did. I had the tandem t'slim that worked with the dexcom g6 but ever since I upgraded with the newer version that is compatible with dexcom g6 or g7 I have had nothing but issues. I am very alarmed that in the short time I have had this upgraded pump there have been so many issues that may need to be looked into. I contacted FDA/dice on 11/9/2024 and they told me I needed to reach out to you.reference reports mw5163323, mw5163325.

Event description:
Additional information received on 12/18/2024 for mw5163324. This is an addendum to a prior complaint concerning the tandem t-slim pump. After my last replacement the number of replacement pumps since (B)(6) the replacement pump I received in (B)(6) I am now having issues with. Now I am experiencing my pump resetting itself without being prompted to rest when changed my site and inserting a new cartridge. After all these malfunctions with the pump since (B)(6) is prompted me to ask (B)(4) in the technical support department at tandem if the replacement pumps are refurbished and she told me that if something goes wrong with your pump they will replace with a new pump within 30 days of the start of your warranty and after that they send refurbished pumps. It is alarming to me that tandem show little concern with the welfare of their customers to send them a possible faulty pump. Ref reports: mw5163323, mw5163325.